Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Upon further evaluation, the device began to function properly. As a precaution physio-control replaced the battery wire harness assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.